Event description:
It was reported that a large volume folfusor under infused during infusion. The device was filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10 (add entries), h4, h6 (update codes), h11. B5: the device contained flucloxacillin 12000mg in 230ml sodium chloride 0.9%. The infusion took place via a peripherally inserted central catheter (PICC) line. It was further stated that the tubing of the infusor was wrapped around the patient's bra a few times and the flow restrictor had come loose from their skin. H4: the lot was manufactured january 24-25, 2024. H11: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is use-related to the device set up on the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.